Manufacturer narrative:
Analysis of the ins (B)(4) found the battery had reduced capacity due to over discharge. Analysis identified that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to {x} over discharge{s}. The ins had no telemetry and no output when it was received for analysis. A normal recharge started after {x} physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. After {1} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {1} over discharge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} the ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient. The hcp reported that the neurostimulator (ins) was removed and replaced because ¿it quit working.¿ the hcp clarified and per the patient the ins wouldn¿t stay charged. The hcp reported that the patient lost a lot of weight and the ins wouldn¿t stay in place. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient's battery was not charging normally, the battery would deplete during charging sessions. At the time of replacement the battery was discharged, no information was gathered. The history was collected from the patient. The device was replaced with a prime battery. The issue was resolved at this time. No further complications were reported or anticipated. No symptoms reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.